Event description:
C-cc-bt - broken tubing it was reported that there were three transducers where the arterial red line tubing broke off completely from the zeroing stopcock on the transducer. This happened before patient use when they were priming the tubing. The transducers were not saved and a follow up letter is not needed.

Manufacturer narrative:
Device was discarded at hospital.